Manufacturer narrative:
The technical analysis and evaluation have been completed, and there will be no follow-up report. Country of incident: italy.

Event description:
We have received information about a potential incident and would like to inform you about it. The patient reported, the device would not turn on. The manufacturer has not received any information about any harm from patients, users or third parties.